Manufacturer narrative:
Samples were collected in serum tubes with a gel separator. Centrifugation information has not been supplied to date. Per the customer supplied qc charts, all three levels of frt4 qc have been within established ranges for the past 30 days. A routine system check performed on (B)(4) 2011 passed instrument specifications. Service was not dispatched for this event as the customer was not questioning instrument performance. A definitive root cause has not been determined to date for this event with the data provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected frt4 result below the normal reference range for three (3) patients, generated by the access 2 immunoassay analyzer. The results were reported out of the laboratory and questioned by the physicians. Subsequent testing of the patient's sample on an alternate methodology produced discordant, higher results within the normal reference range for all three (3) patients. Results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.